Event description:
It was initially reported by a pt that she was experiencing extreme numbness in face & throat two weeks after surgery. It was suspected that pt had nerve damage or nerve swelling and the surgeon believed it most likely would heal on its own. The treating neurologist decided to leave the generator off for additional two weeks to allow the nerve to heal. Further f/u with the neurosurgeon revealed that he saw the pt post-op on (B)(6) 2010 but declined any nerve damage or any adverse events. According to the neurosurgeon, no intervention occurred and he was unaware of any pt manipulation or trauma. The treating neurologist confirmed that pt's numbness in face occurred after vns surgery and no MRI was performed. The md believes, the numbness is not related to an organic cause. No diagnostic results were provided by the neurosurgeon or the neurologist.